Manufacturer narrative:
The field service engineer checked the alignment and liquid level detection of the sample probe and everything was fine. The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified. The issue was consistent with a pre-analytical handling issue.

Event description:
There was an allegation of a questionable low troponin t hs stat elecsys result for one patient from the cobas e411 rack analyzer. The initial result was 20.40 pg/ml with a data flag. The repeat result was 289.0 pg/ml with a data flag. The questionable result was not reported outside of the laboratory. The reagent lot number was 56661101 with an expiration date of 31-mar-2023.